Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of an unknown patient with an implantable neurostimulator (ins). It was reported that the device was ¿hitting her heart causing her heart to go into ventricular fibrillation and ventricular tachycardia and she¿s passing out from it. Caller stated after 3 times of that they had to re-put it back in. She died almost 3 years ago. Information omitted regarding the patient being septic as it is covered in pe (B)(4). Information omitted regarding the (B)(4), hitting heart; passing out; heart probs.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of an unknown patient with an implantable neurostimulator (ins). Caller stated after" 3 times of that they had to re-put it back in". She died almost 3 years ago.